Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4). Product type: recharger. Product ID: 37761. Serial# (B)(4). Product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient thought something was wrong with the recharger. The last 2 nights, the caller did not charge expecting the charging level to go down at least a quarter but it stayed at 3 quarters. It will not charge past 75% either. The recharger shows the lightning bolt and they get good coupling. Occasionally, the lightning bolt goes off and the patient will use the patient programmer to turn the ins back on. The mentioned the patient sometimes forgets to charge and ins will die. He said the patient's movements have been horrible for a while and is deteriorating. They had low energy level. It seemed as if the recharger was working as intended but the caller was transferred to repair. Additional information was received stating the patient received the new recharger but it did not resolve the issue. The patient was advised to see their physician for troubleshooting.